Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.¿ clinical investigation: there is no indication or documentation that the patient was in active treatment on the liberty select cycler at the time of death. There is no allegation of a device malfunction or deficiency reported for the death. Per the information documented in the file, this event is unrelated to peritoneal dialysis (pd) therapy or any fresenius device(s) or product(s).

Event description:
A report that this (B)(6)-year-old female peritoneal dialysis (pd) patient expired on (B)(6) 2021, was reviewed. The only recent complaint by the patient was that their feet were hurting. No other information related to the patient death is available. There is no indication or documentation that the patient was in active treatment on the liberty select cycler at the time of death.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were no visual indication of particulates within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. The cycler was found to have insect infestation, the cycler will be quarantined. A simulated treatment using (as-received) treatment settings with reduced dwell times was performed and completed without failures. No fluid leaks in the test cassette during the treatment test. A system air leak test and valve actuation test passed. The internal inspection of the cycler showed that there were visual indications of dried fluid on the bottom cover between the front panel assembly and the pump assembly. The cause of the encountered dried fluid could not be determined. A mushroom head check passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the leak event is confirmed due to the presence dried fluid within the device, which is indicative of fluid contact. There were no malfunctions found during testing that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
A report that this 48-year-old female peritoneal dialysis (pd) patient expired on (B)(6) 2021, was reviewed. The only recent complaint by the patient was that their feet were hurting. No other information related to the patient death is available. There is no indication or documentation that the patient was in active treatment on the liberty select cycler at the time of death.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A report that this 48-year-old female peritoneal dialysis (pd) patient expired on (B)(6) 2021, was reviewed. The only recent complaint by the patient was that their feet were hurting. No other information related to the patient death is available. There is no indication or documentation that the patient was in active treatment on the liberty select cycler at the time of death.